Event description:
The customer tested her blood glucose using her contour meter and rec'd a reading of 232mg/dl. She retested using another meter and rec'd a reading of 114mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.